Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode on (B)(6) 2023. Technical services (ts) was consulted and reviewed device data via the latitude remote patient monitoring system. All impedance measurements are in normal range. The false sam event seems to be related to electromagnetic interference (emi) during a transcatheter aortic valve implantation (tavi) procedure. The physician decided to continue monitoring the patient via latitude. No adverse patient effects were reported. This product remains in service.